Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a digestive procedure, at the beginning of the procedure the device didn't staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.